Event description:
It was reported that the device and leads were explanted and replaced with a competitor device system due to tricuspid valve regurgitation. There were no known infection or malfunctions. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
New information indicated that the physician did not state they believed the device or leads caused or contributed to the tricuspid valve regurgitation.